Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 350cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade iii on the left and baker grade IV on the right). As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).